Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), defibrillation threshold (dft) testing was performed and observed to be appropriate. However, during pocket closure, noise and oversensing was observed and the device began charging. Additionally, the oversensing resulted in pacing inhibition for nine seconds of asystole. The patient was pacemaker dependent. The noise and oversensing was recreated when the physician pushed a hand on the device pocket. The pocket was reopened and the physician rubbed a finger over the top of the seal plug and noise was again observed. When the physician began loosening the set screw, no resistance was noted and the set screw was noted to be spinning around. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.